Event description:
On (B)(6) 2017, a 23 mm trifecta gt valve was implanted. On (B)(6) 2017, the patient was hospitalized due to endocarditis. On (B)(6) 2018, the valve was explanted and replaced with an unknown valve. The patient does not have a history of endocarditis (clinical study patient ID: (B)(4)).

Manufacturer narrative:
The reported event of endocarditis could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 23 mm trifecta gt valve was implanted. On (B)(6) 2017, the patient was hospitalized due to endocarditis. On (B)(6) 2018, the valve was explanted and replaced with a 23 mm edwards lifesciences c-e perimount magna ease (model 3300tfx). The patient did not have a history of endocarditis and was confirmed to have not had any dental work done during the study participation. The patient was discharged. (Clinical study patient ID: (B)(6)).